Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for concerns of a driveline infection. It was noted that the patient also had elevated lactate dehydrogenase (ldh) of over 3000 units/liter. It was also noted that the ldh level dropped from 3000 units/liter to 1500 units/liter on (B)(6) 2023. An echocardiogram performed on the patient showed high velocities. Log files were submitted for analysis. There were no unusual events recorded in the log file event history. The mechanical circulatory support equipment was operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between device and the reported elevated lactate dehydrogenase (ldh) could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook are both currently available. Section 1, "introduction," lists driveline infection and hemolysis (not associated with suspected device thrombosis) as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.